Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing an anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was inserted via the non bsc guide wire and crossed the lesion without resistance. When inflation was started, it was unable to reach nominal pressure. Subsequently, coronary angiography was performed; however, media leakage was noted. The device was completely removed from the patient and upon inspection, it was found that the balloon ruptured longitudinally. The procedure was completed with another coyotees balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device at rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing an anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was inserted via the non bsc guide wire and crossed the lesion without resistance. When inflation was started, it was unable to reach nominal pressure. Subsequently, coronary angiography was performed; however, media leakage was noted. The device was completely removed from the patient and upon inspection, it was found that the balloon ruptured longitudinally. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.